Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 17, 2021. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information) . H6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The affected sample was not returned; therefore, a thorough investigation could not be conducted. The v-cutter mechanism is 100% inspected and tested for functionality and performance prior to packaging. A retention sample from the same product code and lot number combination was obtained, it was visually inspected with no anomalies noted. The bipolar connector was inspected with no anomalies noted, and all electrical circuits were measured and electrical resistances were found to be stable and within the product specifications. The reported issues were not able to be replicated within the retention sample; therefore, the root cause for this event cannot be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. Component code:(B)(4). Health effect - impact code: (B)(4). Health effect - clinical code: (B)(4). Medical device problem code: (B)(4). Investigation findings: (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the evh bipolar was not cutting on frequent basis. The issue was related to the cutting of the bipolar blade. The malfunction did not contribute to injury or death, however, there was a lot of bleeding as a result of the issue, and the proctor struggled during the case to be completed even he was not able to see via camera due to the bleeding. They tried another lot and it worked with a delay of approximately half an hour. The patient's condition is not known. The generator used was a coviden valleylab. Settings started from 10 then increased step by step up to 20 since it was not cutting properly. The product was changed out. There was about 100 cc of blood loss. Procedure was completed successfully.